Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling with recharging. It was reported that when the ins is half full it takes 3 days. The patient reported they will charge 6 hours or more per day and do that consistently for 3-4 days to get the ins to be fully charged. The patient reported that when they start a charging session, they will get 8 coupling boxes but then sometimes it will go down to 4 and the recharger will beep and eventually there will be no coupling boxes on the screen. The patient reported that they place the antenna over the ins. The patient reported that they sit stationary and do not move the antenna but the coupling boxes go from 6 boxes and then to zero. It was reported that recharger antenna was damaged and a replacement was requested. No patient complications have been reported because of this event.